Event description:
Phlebotomist was stuck by the needle after she pushed down with her right thumb, but did not notice that the shield was misaligned and did not cover the needle. She then set the needle down on the bed to attend to a confused pt. When she went to pick up the needle, she was stuck in the right index finger. No stitches required. Was treated by employee health with the recommended shots. Source tested negative for hiv and hepatitis.